Manufacturer narrative:
The insulin pump was received with a motor error alarm during the rewind due to a corroded home switch.

Event description:
The customer reported a motor error alarm. Troubleshooting was performed, and the insulin pump failed to displacement test. Advised that the insulin pump would be replaced. Nothing further was reported.